Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. A large amount of dried contrast medium residue was observed in the balloon and inflation lumen, indicating application of vacuum. Two mild kinks were detected in the device shaft and hypotube. A 0.014 inch reference guidewire could be introduced with no unusual friction. Review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
The pantera leo balloon catheter was chosen for post-dilatation but the device could not cross the stent.